Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported seeing settings not available on their controller. Pt stated they were reprogrammed by a manufacturer representative (rep) in march or february due to their charging frequency dissatisfaction and mentioned they would go to charge the implant and the controller would stop saying the charger needed to be charged or the stimulator needed to get charged. Pt did not capture the messages they were seeing while trying to recharge the implant during that time. Pt mentioned they kept resetting the controller and everything was fine. Pt stated since the reprogramming in feb/march they did not experience any more charging issues. Pt stated thursday night around midnight when they charged, they encountered a message that stated settings not available. Pt stated they can lower the stimulation but it will not allow them to increase. Pt confirmed they have not had any falls or trauma that could have impacted the actual stimulator system in their body. Pt also mentioned they have knee issues so they don't believe they did anything that would have impacted the stimulator system in their body. Agent reviewed meaning of the screen message and redirected the pt to their healthcare provider (hcp) to address the is sue. Pt mentioned they had an upcoming appointment on june 8th. Additional information was received from a patient and they stated that the cause of their settings not available message and being unable to adjust stimulation was due to impedances. They stated that they met with the representative and the impedances were corrected in programming.